Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Patient inserted sensor into buttock, which is not an approved site. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).